Manufacturer narrative:
The report we received from the field indicated that the stent fell off the balloon during preparation, and consequently, the product was not clinically used in the patient. Additionally information was requested; however, no additional was provided. The product was returned for evaluation and it was found that there was large amounts of contrast medium and blood inside the partially inflated balloon and balloon lumen, which indicates that the product was clinically used inside the patient to treat the patient. Therefore, upon review of analysis, the file was deemed reportable. Clinical impression: the report was that a stent "fell off a balloon" but that the product was not used. Upon receipt of the product, it was apparent that the device was inside the patient at some point due to blood and contrast medica presence. There is not enough information within this file to assist in defining any relationship between the clinical situation and the product malfunction. The following analysis was performed on the returned product; visual analysis: the stent delivery system was returned with the stent missing from the balloon, ample evidence of stent impressions was noted in the outer surface of the balloon, indicative of proper stent crimping during manufacture. Large amounts of contrast medium and blood were noted inside the partially inflated balloon and inflation lumen. Device and lot history record review: this is the first report of this type received for this sterile lot number to date. A review of route sheets for this product revealed the stent retention values and crossing profiles measured for this lot during manufacturing testing to be within the acceptable criteria. Conclusion: stent impressions could be seen on the balloon, and the proximal and distal end of the balloon appears to have been partially inflated. Although, the exact cause for the reported dislodgment could not be determined, it does not appear to be related to the manufacturing process. It is possible that the unit was partially inflated, loosening the stent on the balloon.

Event description:
Stent dislodgment.